Event description:
During a foot/ankle procedure, the customer reported that the saw/handpiece got very hot and caused a 3rd degree burn to the patient's leg. No other information is available at this time.

Manufacturer narrative:
Product fails functional testing with "short circuit detected" error when installed in port a receptacle of both test dii and complaint dii units. No evidence of burnt connector pins or overheating was found on saw. No further testing is possible after saw fails for short detected error. Vendor inspection: evaluation of the 7205786 sagittal saw, serial no. (B)(4), determined that the housing motor shaft is locked. In addition, the output head is improperly aligned with the motor housing. This appears to have been caused by age/wear, along with a possible mishap/impact at some point. (B)(4).